Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported she had been vomiting for several days prior to going to the hospital and her electrolytes and sodium levels were low as well as she had a fever of 104 degrees. The customer further reported experiencing diaphoresis, tremulousness, weakness and receiving a lower than feels reading of 107 mg/ dl on their precision xtra meter using affected test strip related to an on-going field action for abbotts precision family test strips. The paramedics were called and treated customer with glucose intravenous infusion on the scene and further transported to a health care facility where he got diagnosed with hypoglycemia, mineral/electrolyte deficiency and treated with unspecified "oral and IV medication. " the customer also reportedly self-treated by drinking gatorade to counteract the event. There was no report of death or permanent impairment associated with this medical event.